Manufacturer narrative:
The cartridge cap has not been returned to animas. If the cap is returned, an investigation shall be conducted. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that, due to lose of prime arising from a loose cartridge cap, the patient's blood glucose (bg) went to 500 mg/dl. The patient came off the pump and did injections, and the bg dropped to 62 mg/dl with shaking/nausea/weakness. During troubleshooting, it was noted that the cap had not been properly tightened and the bg was attributed to training/misuse of the cartridge cap. This complaint is being reported because the patient experienced hyperglycemia related to training/misuse of the cartridge cap.